Manufacturer narrative:
Investigation summary: one sample (model #2000e) and one photo were returned by the customer. It was reported that they are unable to flush the product. The photo shows the packaging of the returned set. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was open and the sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2000e lot number 21085832 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned needle-free connector (smartsite). Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. However, in this instance no occlusion was observed during testing of the returned sample. Due to previous similar reports of this nature bd is currently recommending when encountering needle-free connector flow issues to follow the steps outlined in the attached letter. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd smartsite needle free valve adapter, the device experienced flow issues and a clogged blocked product. The following information was provided by the initial reporter. The customer stated: our endoscopy unit has been having issues with the bd smartsite needle free valves that are unable to flush. I know this issue was previously solved. Want to make sure this is not a new issue developing or if this is an old batch that remained in our inventory.